Manufacturer narrative:
The additional vessel closure device referenced is being filed under a separate medwatch report number. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted with two proglide devices with a 6f sheath after an endovascular diagnostic procedure. Reportedly, there was no blood flow coming from the marker lumen of both proglide devices when they were inserted into the artery. Reportedly, the patient was reportedly obese which may have been a contributing factor. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.